Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2014 a mitroflow lxa21 biological heart valve prosthesis was implanted. On (B)(6) 2018 the valve was explanted and a perceval pvs23 was implanted as a replacement. No further information received.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Upon review of the received information regarding the case the manufacturer has identified that no further investigations are possible based on the limited information. The device location is presently unknown and thus the device cannot be returned for analysis. In addition the site has commented that no further information is available. The DHR review confirmed the device met all required standards at the time of manufacturer and release, however based on the limited information the root cause of the event cannot be established at this time. If further information is received regarding the adverse event the manufacturer will reassess the investigation. Fields changed.